Event description:
Caller reported a false positive troponin (tni) result using the triage profiler sob 25 test kit. Pt was admitted to the hospital complaining of chest pains. Pt was released on (B)(6) 2010 with discharge diagnosis unk. No invasive procedure were performed.

Manufacturer narrative:
Investigation pending.